Event description:
A malfunction on the pump was reported by a caller. The customer did not provide information on whether their blood glucose level exceeded any specific thresholds. Technical support guided the caller through resetting the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to contact technical support if the issue reappeared.